Event description:
Infusion pump with an 810:04 failure code. The hospital representative stated to baxter customer service that they have no record of any pt incident involving the pump since the last baxter service event. Info was requested but details were not available regarding when the failure occurred, pt status, medication involved, tubing product code, infusion rate or set up of the infusion device.